Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, it was noted that the wire on the instrument was frayed. No missing or fallen pieces were reported.